Event description:
Patient caregiver daughter (B)(6) noted the patient had a stent placed in her esophagus. Durolane 60 mg/ 3 ml = 1 syringe. Started injection (B)(6) 2021. Therapy: on-going. Freq: inject 1 syringe intra-articularly into the left knee once every 6 months.